Manufacturer narrative:
This report is filed (B)(4), 2011 - (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection resulting in the decision to explant the device. The device was explanted on (B)(6), 2010. There are plans to reimplant the patient with another device, however, this has not occurred as of the date of this report, (B)(6), 2011.